Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Loss of capture was observed on the right atrial and right ventricular leads. The right atrial and the right ventricular leads were capped on (B)(6) 2019 and replaced. The patient was stable before, during and after the procedure.

Event description:
The right atrial and the right ventricular leads were explanted and replaced.